Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient was having presyncopal periods due to non-sustained rv oversensing episodes from a competitor rv lead. X-ray revealed atrial lead dislodgement. Programming changes were made. The patient was stable and will continue to be monitored.